Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the occurrence of an error related to the main circuit board (system fault 218) and an error related to pressure measurement (system faults 101). The software was upgraded and device calibrated to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the sf101 was a software issue. Sf218 occurred as a by-product of the sf101 activation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message. There was no patient harm or serious injury reported as a result of this incident.